Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre compared to the hcp meter. On (B)(6) 2021, a scan of 179 mg/dl was obtained and the customer had a seizure and a loss of consciousness. The customer was brought to the emergency room after an unknown amount of time where a blood glucose test of 25 mg/dl was obtained and the customer was provide received IV glucagon by an hcp. The customer was diagnosed with dka but please note the diagnosis is not consistent with the treatment of IV glucagon. Sensor readings of 179 mg/dl compared to 25 mg/dl obtained on the hcp on an unspecified date. It is unknown if these readings were obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.